Manufacturer narrative:
The investigation for the renal failure and the limb ischemia has been completed. The impella device was not returned for evaluation. Clinical detail were insufficient to determine the root cause. Therefore, the root cause of the renal failure and limb ischemia could not be determined. G1-corrected MFR site name and address. H6 component code 4755 changed to 925.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A study was performed and found that there was a patient on impella cp support with renal failure and limb ischemia. The study found that the ischemia and renal failure were possible/probable related to the impella device/procedure.